Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 37 mg/dl. The customer had experienced low blood glucose levels for the past three days. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time, which was set to pm instead of am. Reviewed the daily totals, and found that on the day of the event, the insulin pump delivered four to five boluses of 25.0 units, all within a four hour period. It was stated that none of these boluses were programmed by the customer. Also found a bolus on (B)(6) 2011 at 1:19 pm for 25.0 units and another at 2:11pm for 16.5 units. Advised the caller that the insulin pump would be replaced. Nothing further was reported.